Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump housing delaminated and split, and after an unsuccessful adhesive repair the pump appeared to charge but would not power on, consistent with a device bonding failure associated with the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided. Investigation of this case revealed a stress-related problem leading to a component failure consistent with loss of or failure to bond at or affecting the display. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.